Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
During an avm embolization, it was reported that the guidewire could not be torqued. Physician then removed the guidewire and delivery catheter from the pt. Upon pushing the guidewire through the catheter, the guidewire was found separated at 30 cm from the distal tip. No patient injury reported.